Manufacturer narrative:
Correction: although the no sample investigation was unable to conclude an absolute root cause for this incident, a CAPA was opened to identify and address the potential cause of safety shield disengagement based on production waste analysis and an r&d memo indicating to initiate a project to further improve on safety shield disengagement complaints. The CAPA # is (B)(4). This information was not included on the initial MDR that was submitted on 9/30/2015.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample was not returned for evaluation.

Event description:
It was reported that after using a bd eclipse needle, a clinician attempted to activate the safety shield of the device and obtained a contaminated needle stick injury. The clinician and source patient both received routine post exposure lab work and the results were negative. The clinician also received a tetanus immunization.